Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an intermittent issue related to the device's sensor board was observed. The device's sensor board was replaced to address the issue.